Event description:
(B)(4).

Manufacturer narrative:
The review of the prismaflex m100 set device history record and complaint history files for lot number 14a2908g shows that there is no manufacturing anomaly and no similar complaint. The prismaflex m100 set was discarded and not available for inspection. A picture of the involved product was provided which shows the venous connector is disconnected from the dialyzer. There was no leakage reported during the priming. The exact root cause of the reported event remains unknown.